Event description:
It was reported that a crack was noted in the minicap. The cracks where noticed when the minicap was connected to the transfer set. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. A visual inspection was performed with two cracks noted in the minicap. The reported problem was identified during an evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.